Event description:
It was reported that during the implant procedure, there was placement difficulty. It was not possible to advance the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.